Manufacturer narrative:
It was reported that the patient underwent a ventral hernia repair on (B)(6) 2006 and mesh was implanted.

Manufacturer narrative:
(B)(4) - reason for surgery: stress urinary incontinence, cystocele and hypermobile urethra.concurrent procedures: diagnostic laparoscopy, ventral hernia repair near suprapubic tube, and cystoscopyit was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence and neuromuscular problems.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a gynecological procedure and mesh was implanted. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.